Event description:
It was reported that the surgeon attempted to insert a cq2015 collamer three piece lens and the lens tore. There was no pt contact or injury. Another lens was implanted.

Manufacturer narrative:
Results: visual inspection of the returned product found pieces of the lens optic torn off and missing. One haptic was torn off and missing. There was evidence of clear surgical residue. Conclusion: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.